Manufacturer narrative:
(B)(4): the meter was evaluated and found to function properly; pa was unable to duplicate the complaint. The test strips passed testing with no faults found. Retains also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to his normal results and other devices. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The patient's mother reported that the alleged meter inaccuracy began in november of 2012 when he began to obtain blood glucose readings in the "mid-200's to 300's mg/dl" with the subject meter. The patient's mother mentioned that the patient's blood glucose was usually under "200 mg/dl". The patient tests 8x/day and is on an insulin pump. The patient's mother stated that the reporter would take a correction bolus in response to the higher readings and on several different occasions he would develop symptoms of "shaky" afterwards. The reporter claimed, the patient would treat self with food and/or drink in response to the symptoms. At the time of the initial call to lfs, the patient's mother also reported that on an unspecified date the patient obtained blood glucose readings of "265 mg/dl" with the subject meter and "150 mg/dl" on a contour meter and "145 mg/dl" on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. At the time of troubleshooting, the cca noted that reporter did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.